Manufacturer narrative:
(B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.(B)(4).

Event description:
After implant the lead showed high threshold. The lead was repositioned during revision surgery to resolve the issue. There were no consequences to the patient.